Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and weak signal and that the customer experienced high blood glucose. The customer's blood glucose was 322 mg/dl, which was treated with 8 units of insulin via manual injection. The customer was assisted with programming the time and date, as well as the bolus wizard. The caller was receiving assistance with programming the device when the alarms occurred. She noted that she had been hospitalized due to a non-diabetic issue after she had fallen while trying to close a sliding glass door. The customer stated that the high blood glucose issue began about 3 days prior to the call. She declined to perform the high pressure test during troubleshooting. She was advised to change the complete infusion set system and to treat per her doctor's instructions. She was advised to consult with her doctor concerning unexplained high blood glucose. She was assisted with fully programming the bolus wizard.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-54759.